Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The field service engineer (fse) replaced the power switch overlay to resolve the reported issue. The device successfully passed functional testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer's field service engineer (fse) reported the power light emitting diode (led) experienced contact failure and turned off. There was no patient involvement.